Event description:
It was reported that an ilet user experienced elevated blood glucose, reaching approximately 251 mg/dl while using the device, after a large breakfast and with difficulty syncing reports for troubleshooting. The agent assessed that the high glucose was most likely related to an incorrect meal announcement and the glucose decreased to 225 mg/dl by the end of the call. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included resolution without alerts, alarms, hospitalization, or medical intervention. Investigation included user interview, review of available usage data, and education on proper meal announcements. Investigation of this case revealed no device malfunction and indicated user handling related to meal announcement as the likely contributor. It was concluded, based on previously established findings for similar reports, that user interaction factors, specifically incorrect meal size announcement, were the cause.